Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the catheter was patent and when the dye was pushed they could see a leak near the pin connector. It was noted the issue resulted in in-patient hospitalization. It was indicated the event was related to the device or therapy. The patient's weight was (B)(6). The issue resolved without sequelae on (B)(6) 2019. The device was disposed of according to biohazard instructions.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 02-jun-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 1,741 mcg/day) via an implanted pump. The indication for pump use was head/brain injury and intractable spasticity. On (B)(6) 2019 the patient was in the or (operating room) for an eri (elective replacement indicator) pump replacement procedure. A dye study of the existing catheter and visual inspection showed that the catheter was disconnected from the pin that holds the tip segment and pump segment together. After opening up the spine incision, the tip segment would not aspirate, so the surgeon deemed it better to replace it with a new segment than to connect the old pieces together. A new catheter segment was implanted and connected using a new pin and tip segment sleeve. The catheter was then tested and found to be patent. The pump dose was dropped to 100 mcg/day after the revision and the patient would be re-titrated. No patient symptoms were reported. The patient status was reported as ¿alive ¿ no injury¿. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report and it was indicated that the hcp had no further information to provide regarding the event. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the catheter was revised on (B)(6) 2019.